Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose on at night. Blood glucose reading was 40 mg/dl. It was unknown how the customer treated for their low blood glucose. The customer stated that insulin pump setting lost when batteries changed and rejected new battery. Customer stated that insulin pump battery life was diminished and had an unexplained no delivery alarm. The insulin pump will not be returned for analysis.